Event description:
Event was reported to caldera medical by an attorney. The patient has suffered protruding mesh, infection, intense pain, recurrent uti's, and pelvic pain. No further information has been provided.